Event description:
Initial blood glucose reported was 508 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles observed in the tubing . The customer's blood glucose (bg) level was 540 mg/dl, which was addressed via the pump by increasing the basal. The bg level was 411 mg/dl at the time of report. Reportedly, the customer changed the pump's supplies, no air bubbles were observed, and insulin delivery was successfully resumed.